Manufacturer narrative:
Initial reporter phone:(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 pza medium are contaminated. The following information was provided by the initial reporter: contaminated and low volume tubes.

Manufacturer narrative:
H.6. Investigation summary: the batch history record review for batch 2300687 was satisfactory and no quality notifications were generated during manufacturing and inspection. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch for contamination of low fill volume. Retention samples from batch 2300687 (100 tubes) were available for inspection. There were no fill volume defects or microbial growth observed in 100/100 retention samples. For further investigation, ten uninoculated retention tubes from batch 2300687 were placed into incubation to test for contamination at 20 to 25-degrees c (5 tubes) and 33 to 37 degrees c (5 tubes). At seven days incubation, there was no microbial growth or turbidity of the media in 10/10 incubated retention tubes during visual inspection and under uv light, the incubated tubes did not show any increased fluorescence to indicate microbial growth. Two photos were received for investigation. One photo shows the media in three tubes from batch 2300687, where the fill volume of one tube is significantly low and the media does appear to be turbid. The other photo features a carton label from batch 2300687. Three tubes from batch 2300687 also were returned in a box with foam padding and returns from another batch packaged in a mailer envelope. Each of the three returned tubes show less than expected media and contamination, but there were signs of leaking media with dried media on the outside of the tubes and around the mouth of the tube and cap. Due to the leaking of the media, no identification of the contamination observed was made. This complaint can be confirmed for contamination and low fill volume. No complaint trend for contamination or fill volume has been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination and low fill volume. The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes. D.4. Returned to manufacturer on: 28-sep-2023.

Event description:
It was reported that bd bactec¿ mgit¿ 960 pza medium are contaminated. The following information was provided by the initial reporter: contaminated and low volume tubes.